Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 30.0 mg/ml bupivacaine at 14.999 mg/day and 250.0 mcg/ml clonidine at 124.99 mcg/day via an implantable pump for non-malignant pain and complex reg pain syndrome type ii. It was reported that there was a catheter occlusion, catheter fracture, and catheter migration. The patient reported decreased therapeutic relief, decreased pain control, and pain and hypersensitivity at the catheter tip on (B)(6) 2016. The pump was reprogrammed on (B)(6) 2016. A catheter access port study was performed on (B)(6) 2016, which revealed the catheter occlusion, catheter fracture, and catheter migration. There was also concern about an inflammatory mass. The catheter was revised on (B)(6) 2016, during which surgical observation indicated no abnormalities associated with an inflammatory mass. The event was reported to be related to the device or therapy and not related to the implant procedure. The event was reported to be resolved without sequelae on (B)(6) 2016. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the catheter revealed that the pin connector collet was not fully locked in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.